Manufacturer narrative:
The customer's meter was received for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter was requested for investigation but has not been received at this time. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The patient replaced the batteries. The patient noted that the meter would turn on but the patient would only see three vertical lines in the center of the display. The meter would beep three times and then would turn off. The patient was not able to use the meter.